Event description:
Pt was having an colonoscopy procedure with the erbe icc 200/erbe apc 300 for ablation of cecal avm's (artrial venous malfunctions) a perforation of the cecum was discovered later that evening.